Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately three years post implant the patient was admitted to the hospital after routine dialysis. The patient was said to be retaining fluid with significant edema in upper and lower extremities and was taken to the clinic post dialysis and found to have an elevated lactate dehydrogenase level as well as high watt alarms per log file analysis. The patient was transferred to the emergency department and a computerized tomography scan of the brain was performed and was reported to be negative prior to the administration of tpa. Palliative care was consulted to see the patient in the emergency department. Post tpa bolus, there was a corresponding decrease in power confirmed by log file analysis. However, the site reported that the power increased again and the patient was transferred to hospice approximately four days after admission. Additional information has been requested regarding the current status of the patient. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had fluid retention, edema in both the upper and lower extremities and was taken to the clinic post dialysis and found to have an elevated lactate dehydrogenase level as well as high watt alarms. Patient was transferred to hospice. The pump ((B)(4)) was not returned to the manufacturer for evaluation. The reported event was confirmed via controller log file analysis which revealed multiple 'high watts' alarms. Logs indicated an increase in power consumption and estimated flow outside the normal operating range; trends of this nature may be indicative of thrombus. The most possible root cause has been attributed to thrombus formation/ingestion within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.